Manufacturer narrative:
(B)(4). Customer report: transmitter not fully charging. No physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector per visual inspection. Insulin pump was put to charge for +2 hours. The gang charger led signal for transmitter reaching full charger never turn off. A battery test was performed and battery read 3.3 volts. In conclusion, unable to fully charge transmitter due to faulty battery. The customer complaint of transmitter not charging is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom

Event description:
Information received by medtronic indicated that the customer pairing transmitter to insulin pump and the transmitter did not blinked when removed from the charger, the battery was replaced and still not charging. The troubleshooting was performed and transmitter was last successfully charged. No harm requiring medical intervention was reported. The customer will discontinue the use of device.